Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Following a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the patient troponin levels were noted to be elevated. It was determined that a type four non-st elevation myocardial infarction (nstemi) had occurred. The patient did not present with any symptoms in relation to this event and no additional action was taken or intervention performed.

Manufacturer narrative:
Csi ID# (B)(4).